Event description:
A surgeon reported that he noticed a substance on the anterior surface of an intraocaular lens (iol) after insertion into a patient's eye. The lens was replaced approximately two weeks later. Additional information has been requested.

Event description:
The reporting surgeon provided additional info. At the time of surgery, a small deposit was on the central anterior surface of the lens. Attempts to remove by scraping the lens were unsuccessful. The surgeon decided to leave the lens in place. He thought that the posterior capusle had torn. Pt's vision failed to achieve expected visual acuity (va). The pt's va prior to the lens exchange was 20/100-1 (2/11/2002. The pt's va after the lens exchange was 20/30+1 (3/4/2002). The pt's outcome was good.